Event description:
It was reported that there was a blood spray during disconnection of blood tubing from a maxzero connector. Per the clinician, "I was disconnecting my pt's blood tubing from the hub of his trifusion post prbc transfusion, and blood sprayed from the line all over my gown and face, including my mouth. Pt has hx of hep b & c.¿ event occurred on unit 9t. Although requested, no additional user information was provided. There was no report of patient harm.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, no additional patient information provided.

Event description:
It was reported that there was a blood spray during disconnection of blood tubing from a maxzero connector. Per the clinician, "I was disconnecting my pt's blood tubing from the hub of his trifusion post prbc transfusion, and blood sprayed from the line all over my gown and face, including my mouth. Pt has hx of (B)(6).¿ event occurred on unit 9t. Although requested, no additional user information was provided. There was no report of patient harm.